Event description:
It was reported that the jaws of the applier were found misaligned during a surgery. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier were found misaligned during a surgery. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The DHR for the returned device was reviewed and found complete without any irregularities. This device was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4)-pc. Lot in august of 2021 it was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned device as received shows that the jaws are bent to the left and are loose and misaligned to each other and the jaw pivot pin is pulled thru one side of the bent/damaged outer tube assembly. We are able to validate this complaint. We are unable to determine what caused the jaws to be bent to the left and to be loose and misaligned to each other and the jaw pivot pin is pulled thru one side of the bent/damaged outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.